Event description:
It was reported that following the implantation of an elevate posterior the patient experienced a cystocele with moderate vaginal pressure and could not empty her bladder completely. A device was implanted to correct the cystocele on (B)(6) 2015 and the event was considered resolved. No further patient complications have been reported in relation to this event. Related to manufacturer report #: 2183959-2015-00406.